Manufacturer narrative:
The hill-rom technician found the communication cable disconnected from the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating nurse call was inoperative. The bed was located at the account in room 209. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).